Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure,laparoscopic bilateral sa1pingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, psychological trauma, vaginal infection, vaginal discharge, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: previously reporter insertion date- (B)(6) 2007 patient received treatment for , pelvic pain, abdominal pain ,dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, psych injury, vaginal infection, vaginal discharge, migraine, hair loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: confirmation test(s) (unspecified) results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure,laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals, psychological trauma, vaginal infection, vaginal discharge, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: previously reporter insertion date (B)(6) 2007. Patient received treatment for, pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), nickel allergy, psych injury, vaginal infection, vaginal discharge, migraine, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: confirmation test(s) (unspecified) results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received-case updated to serious incident. Event pelvic pain updated to serious from non serious, removal date added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.